Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the luer lock. The customer's blood glucose level was in the 200's (mg/dl). Reportedly, the customer changed the cartridge and administered a correction bolus.